Event description:
The initial reporter received a questionable elecsys tsh assay result for one patient tested on a cobas e411 disk. The patient's initial tsh result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample on the same cobas e411 disk and a different cobas e411 disk. The patient's initial tsh result was "<0.005" miu/l. The patient's repeat tsh result on the same cobas e411 disk was 0.587 miu/l. The patient's repeat tsh result on a different cobas e411 disk was 0.597 miu/l. The tsh reagent lot number was 574298 with an expiration date of 30-sep-2022.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The calibration, qc, pre-analytical data and alarm trace were requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.